Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported air/gas in the device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported air/gas in the device could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes 1316 and 1354 were removed and 4062 was added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air entered into the sgc which caused the drop in water level. Cds was replaced as replacing the cds eliminated the air ingress. Procedure was continued and was successful. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.